Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device and error and display anomaly. The customer's blood glucose was 300mg/dl at the time of call. It was reported unexpected restart alarm and blank display. Display did not return after the battery was replaced. Advised the device will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to liquid-crystal display board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime alarm test, force sensor test, excessive no delivery test and displacement test or verify unexpected restart error alarm due to blank display.